Manufacturer narrative:
(B)(4). The actual device was not available; however, photographs of the sample was provided for evaluation. No leaks or cracks could be identified through inspection of the photographs. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 170 h set leaked during from a crack during dialysis treatment. This was noticed when the non-baxter monitor presented a blood leak alarm. Treatment was discontinued without returning the blood in the extracorporeal circuit to the patient, and the set was replaced. The reporter estimated a patient blood loss of 300 cc. There was no patient injury or medical intervention associated with this event. No additional information is available.